Event description:
It was reported that low impedance was found. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received late. Due to re-evaluation of event, insulation damage was found at 28.4 to 28.7cm from the connector pin and 31.4 to 32.9cm from the distal tip, consistent with clavicle crush damage. The rv and re inner lumens were breached in these locations.